Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient's daughter in law contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient or the daughter in law for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient's daughter in law reported the alleged issue began on (B)(6) 2011 between 8:30am and 9:00am. The daughter in law reported the patient's blood glucose readings were "61 and 115 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. It is not known if the patient was taking any diabetes medications or took any action regarding her diabetes regimen at the time the alleged issue began. At an unknown date/time, the daughter in law stated the patient was sleepy and she sounded funny; however she was not able to specify whether the symptoms occurred before or after the alleged issue began. At approximately 9:15am on (B)(6) 2011, the daughter in law, stated emergency medical service (ems) was notified for assistance. When the ems arrived, the daughter in law indicated the patient was tested by the ems meter with a reading of "40 mg/dl" and received treatment; however she was not able to specify what kind of treatment the patient received. At the time of troubleshooting, the cca noted the results obtained were from the same approved sample site and the subject meter's unit of measure was set correctly at the time of testing. According to the cca documentation, the daughter in law whose been assisting the patient with the subject meter for about a year had never changed the code number on the meter. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical treatment from a health care professional (hcp) and reportedly obtained an alleged reading of "40 mg/dl" with the ems meter after the reported issue began.